Manufacturer narrative:
For the reported complaint, the devices were returned to bd and evaluated. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7574. Pta balloon dilatation catheter allegedly experienced material rupture. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, male and (B)(6) lbs.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7574. Pta balloon dilatation catheter allegedly experienced material rupture and material frayed. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 68 years old, male and 165 lbs.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-01229. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.